Event description:
It was reported that the patient is deceased and the cause of death is ventricular fibrillation (vf). Performance data from the device - data noted oversensing associated with the right ventricular lead was present on the date of death. Additional information received noted that the patient experienced vf, the device delivered therapy but after brief episodes of a normal ventricular rhythm the patient returned to vf. The patient is noted to have received external defibrillation and did not respond to the external therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead which occurred on the date of death. (B)(4).